Event description:
The user reported that a foreign object was found in the fluid path of the tubing in the kit. This was identified during preparation. The device was not used on a pt.

Manufacturer narrative:
The user did not provide this information. The device has not yet returned for evaluation. A follow up report will be sent when the evaluation is complete.